Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed. Two 2 fr perqcath catheters were returned for evaluation. One of the catheters was returned with a complete break in the tubing extending from the winged hub oversleeve. Tactile evaluation of the broken catheter segment revealed tensile weakness at the proximal end. Tactile evaluation of the intact catheter also revealed tensile weakness distal to the strain relief. The catheter also appeared to have experienced narrowing due to the stretching. Microscopic observation of the fracture surface revealed it to be uneven and jagged. The characteristics of the damage on the catheter appear to be consistent with damage caused by exposure to tensile forces; therefore, the complaint is confirmed. The product instructions for use (IFU) precautions state, ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the tube from connection site leak. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tube from connection site leak. No other information was provided.